Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history review (f1530702) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event could not be determined; however, incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that about an hour and half to two hours after the mynxgrip device was used for arterial closure following an interventional procedure, the patient experienced what was suspected to be a retroperitoneal bleed (rp). Due to the patient's anxiety to leave the hospital, the doctor took the patient's blood pressure and noted that the patient's blood pressure had dropped (50 systolic) and the heart rate had increased (130 beats per minute). The doctor suspected an rp bleed; however, the rp bleed could not be confirmed as a CT scanner was not available. Manual pressure was held for 30 minutes to treat the suspected rp bleed. The patient's hospitalization was prolonged for 2 hours due to the event; however, the patient was discharged the same day in a good condition. During the patient's follow up visit at a different facility, the patient received 2 units of blood due to the patient's low hemoglobin (hb). Following the blood transfusion, the patient was reported to be fine and discharged home. No further information is available.